Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4): incorrect anatomy: it was reported that the proglide device was used in the superficial femoral artery. The proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the left superficial femoral artery (sfa) was attempted using a proglide device via a 6f sheath after balloon angioplasty in the right sfa. Reportedly, the common femoral artery could not be accessed due to increased bmi. Pulsatile flow through the proglide marker lumen was not noted and advancement of the proglide device presented resistance due to the angle of entry of the device into the arteriotomy. Vessel closure was not achieved and an 8f sheath was inserted. A second proglide device was inserted and difficulty during advancement was noted as well. Slow blood flow was noted through the proglide marker lumben. The proglide was rewired to maintain wire access. When the rail suture was pulled the suture came away from the puncture site and the device was deployed in the subcutaneous tissue. The 8f sheath was re-inserted to stop the bleeding. The sfa was punctured on the right side with a 6f sheath and a pre-close technique was done with two proglide devices successfully. A 9f sheath was then inserted and a viabahn stent graft was placed over the arteriotomy in the left sfa to close the puncture site. Closure was then successfully achieved in the right sfa post stent deployment. The physician commented that the patient had very fragile vessels and believed that the initial puncture in the left sfa was on a large angle and this may have prevented advancement of the proglide in the initial closure. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.